Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, extrusion, bleeding, infection, urinary/bowel problems, dyspareunia and vaginal scarring. On (B)(6) 2008, the patient underwent mesh revision due to protrusion. It was further reported that on (B)(6) 2008, the patient underwent mesh removal due to protrusion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent eswl on (B)(6) 2013 due to left renal stone. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).